Event description:
It was reported that the patient's performance decreased due to increasing numbers of short and open circuit electrodes. The results of an integrity test done in 2007 were consistent with normal receivers/stimulator function and short or open circuits on multiple electrodes. Explantation of this device and reimplantation with a new device was recommended. Information on the surgery date has not been provided.